Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a product expreience was reported. Lead conductor fracture occured, likely due to clavical crush, as the patient had been doing a lot of push ups daily. This right ventricular (rv) lead was capped and a new rv lead was implanted. No adverse patient effects were reported.